Manufacturer narrative:
(B)(4) the reported complaint of system restart automatically is not able to be confirmed. The product was not returned to teleflex chelmsford for investigation. A trained field service engineer checked the pump and was unable to replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that the "user reported the pump automatically restarted while on patient. The pump worked normally when the engineer performed the check, was unable to replicate the issue". Additional information states that the pump was switched out for another non-arrow pump and that no medical intervention was required. The "patient is in good condition". No report of patient harm or injury.

Event description:
It was reported that the "user reported the pump automatically restarted while on patient. The pump worked normally when the engineer performed the check, was unable to replicate the issue". Additional information states that the pump was switched out for another non-arrow pump and that no medical intervention was required. The "patient is in good condition". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.